Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned for investigation. Inaccurate delivery can be the result of, but is not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. To ensure this is not a result of a manufacturing deficiency, all xact stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. In this case, it may be possible that anatomical conditions, which were reported as tortuous, may have contributed to the inaccurate delivery. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and a query of the complaint-handling database found no other incidents reported for this lot. Overall, a conclusive cause for the reported inaccurate delivery and vessel recoil could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported via a trial that during a procedure in the tortuous left internal carotid artery, the xact stent was deployed but was misplaced and did not completely cover the entire lesion. Additionally, it was noted that vessel recoil occurred proximal to the lesion. An rx acculink stent was placed to cover the entire lesion. There was no reported adverse patient sequela. The patient was discharged to home on (B)(4) 2011. No additional information was provided.